Manufacturer narrative:
(B)(4). Evaluation results: visual inspection of the product found the optic and one haptic torn. There was evidence of surgical residue. (B)(4).

Event description:
The haptic of an aa4203tl model lens tore as it was being implanted. The surgeon enlarged the incision to remove the lens and sutures were required.